Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Fse replaced wireless footswitch and base station. After that, the system was returned to use in good working order. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. Z-0476-2022 when the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/field safety corrective action (2022-igt-bst-011).

Event description:
It has been reported to philips that the wireless footswitch stopped working. No harm has been reported to philips. Philips has started an investigation of this complaint.